Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Subject had an inappropriate shock on (B)(6) 2017 and it was determined it was due to oversensing. It also showed that there was degeneration of the insulation of right ventricle and right atrial lead, presumed secondary to crush injury. At this time they decided to turn off the device. After explant of the ICD and leads, surgical reports confirmed that both rv and ra leads were fractured. No adverse patient events were reported. Should additional information become available, this file will be updated.